Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Cuts were noted in the insulation, but they were found to be due to the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the emergency room a few days after the implant procedure with dizziness. Further review found that this right ventricular (rv) lead exhibited complete loss of capture and there was asystole greater than 2 seconds. The physician believed there was a micro-perforation and the rv lead was explanted and replaced. No additional adverse patient effects were reported.